Event description:
An implant card was received indicating the patient's generator and lead were explanted on (B)(6) 2013 for prophylactic and lead discontinuity reasons, respectively. Attempts were made for product return; however, the explanted device was discarded.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed both the generator and lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013 information was received from the reporter that during a physician visit on that date a measurement of high impedance was observed. It was also stated that the patient uses her magnet frequently and that she felt no sensations or discomfort upon stimulation. A review of the manufacturer¿s programming history database was performed, determining that data was available from (B)(6) 2006, the date of implant, through (B)(6) 2011. Other than the high impedance observed on (B)(6) 2013, no other anomalies were noted in the programming history. A battery life calculation was performed using the known data and history and determined that the battery is not near end of service. Device manufacturing records were reviewed for the lead and generator, confirming that the passed all functional tests prior to distribution. Attempts for additional information are in continuation.